Event description:
Procedure type: thoracoscopy. According to the reporter: the customer reports that at the end of the procedure, the trocar was removed from the pt and it was noticed that a piece of plastic was missing, which remained in the expandable sleeve. When it was removed from the pt, a plastic chip returned with the instrument. Another device was used without further consequence. No pt injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue dame or bleeding. No extension to surgical time required. Nothing fell in the surgical cavity. Pt current status reported as recovering.

Manufacturer narrative:
(B)(4).